Event description:
It was reported that the ventilator's printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the control pcb, pneumatic back-plane pcb and the expiratory channel pcb were defective and in need of replacement. Replacement of the defective parts solved the issue. No log files have been provided. The control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The pneumatic back-plane is an interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell. The expiratory channel contains electronics including microprocessor for handling of the expiratory flow measurement performed by the flowmeter inside the cassette. The output signal exp. Flow is used in sub-systems control and monitoring. The replaced parts have not been returned. According to the received information, the cause of the issue has been determined and was related to the defective parts due to contamination. There is no information about how the liquid came in.